Event description:
Information received with return of the explanted device notes erosion. The patient was partially pacemaker depen- dent with an intrinsic sinus rhythm of 58 bpm. The patient tolerated the procedure well with no complaints.